Event description:
During an atypical atrial flutter case, positioning issues with the introducer resulted in the procedure being cancelled. The physician decided to change from an sl1 introducer to an agilis introducer because of poor reach in a dilated atrium. The physician was advancing the agilis over the wire to guide it to the left atrium, when it was observed that, due to the delay in x-ray, the sheath had been advanced to the pulmonary artery instead of to the left atrium. The sheath was removed without intervention, the procedure was terminated, and the patient is recovering. A CT scan was done the next day which showed no damage to the lungs.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.